Event description:
Device 2 of 2. Reference MFR. Report:1627487-2014-24403.

Manufacturer narrative:
Results: the reported invalid impedance was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. This would have contributed to the patient¿s ineffective stimulation. There was also a cam impression from the swift-lock anchor. As the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to near the distal end of the swift-lock anchor while it was in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
After further review it was determined the conclusion code was inadvertently not changed to reflect that surgical intervention is no longer pending for device 2. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2014-24403.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.